Event description:
It was reported to covidien that the unit was not giving accurate readings. This was due to the display missing segments, making the numbers appear different then they are. There was no pt harm.

Manufacturer narrative:
Covidien technician verified the missing segments. After replacing the display the unit operates properly with no errors. (B)(4).